Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the screen flickers and the alarm beeps when inserting the battery. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to vertical cracks on the lcd controller. Unable to verify the button keypad anomaly due to the blank flashing white light. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.